Manufacturer narrative:
The remote service engineer (rse) advised the customer that the ip5 is not reparable and would need to be replace. The customer was provided part information to order a replacement. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required

Event description:
It was reported that the expression information portal (ip5) monitor freezes. The device was in use on a patient at the time of the event. There was no adverse event reported.